Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a gemini basket was used in the ureter during a laser lithotripsy procedure performed on (B)(6) 2022. During the procedure, the gemini basket was inserted in the ureter, however, the basket got stuck in between the stones and was difficult to remove. The basket was intentionally broken and pulled out, that caused some bleeding. There was no stone inside the basket when it got stuck. There was no treatment performed for the bleeding. The procedure was completed using the original device. There were no patient complications as a result of this event.